Event description:
Procedure: lobectomy. The cartridge fired but the staples did not form at all. Then a component of the stapler cartridge broke and fell into the surgical cavity. The staple line leaked and the surgeon applied glue to the staple line to fix the leak. Approx one hour was spent searching for and retrieving the disengaged piece.